Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause could not be determined. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device had a worn coupling and motor, the moving parts did not move smoothly - trigger, and a sticky trigger. It was further determined that the device failed pretest for check triggers and attachment coupling. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.